Event description:
The facility has been contacted for add'l info. It was learned that the pt reported feeling like she was going to pass out. The pt currently receives subsequent dialysis with use of this dialyzer without further incident. There is no sample. Of note: as of today, no further info has been received.